Event description:
Hcp reported the patient stopped getting pain relief from device. Hcp attempted a dye study but was unable to withdraw or inject fluid. Residual volumes of the pump were checked and found within normal parameters. The catheter connection to the pump was patent. When disconnected csf flowed freely. Physician requested replacement of the pump. The pump was explanted and returned to the manufacturer for analysis.